Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while the customer as attempting to change the cartridge. The customer's blood glucose (bg) level was impacted (520 mg/dl). The customer delivered a bolus. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.